Event description:
No blood glucose levels reported. It was reported that the customer had a basal anomaly with regards the insulin pump. The customer reported a need to control basal accuracy. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
Insulin pump programmed with correct time and date. Insulin pump was programmed with a2.0 u/hr basal rate and monitored for 5 days. All basal rate profiles were delivered properly and recorded correctly at the daily total history screen. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.